Event description:
It was reported that the turbine of a ventilator was defective. There was no patient harm reported. Manufacturer's ref. #:(B)(4).

Manufacturer narrative:
The correction of field date received by manufacturer was required based on received information. Previous date received by manufacturer: 05/10/2023. Corrected date received by manufacturer: 04/13/2023.

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
During service visit on 13th april it has been identified that turbine is defective. Identification of issue has been done by analyzing problem description and device's logs. In provided device's logs occurrence of monitoring pressure transducer test and turbine and gas supply test sequence failures could be seen. Based on technician statement, the turbine has been pointed as source of the issue. The turbine module generates compressed air and delivers air to the inspiratory gas. The issue was decided to be reported based as defective turbine module may lead to stop of ventilation if no oxygen gas has been connected to the ventilator system. There was no patient involvement. Analysis performed by our contract manufacturer concluded that the cause was related to a broken wire inside the turbine motor. This failure mode was traced back to turbine motors produced during mid 2020 and was caused by the high production rate due to the increased demand for ventilators for covid-19 treatment. The production process has been revised to ensure that this will not happen again. The improved turbine module has been implemented in the production line of new servo-air devices and as spare part. The turbine module installed in this ventilator device was manufactured before the improved turbine was implemented.

Event description:
Manufacturer's ref. #: (B)(4).